Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery would not charge. No impact to the customer's blood glucose. Customer left pump charging for 30 minutes to resolve issue.